Manufacturer narrative:
Unique device identification (UDI): (B)(4). The bactiseal catheter was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2021-00386. A physician reported poor flow of a hakim valve: the valve was implanted in the patient via ventricular peritoneal shunt in (B)(6) 2021 with an unknown setting. The device was used with 823162 (serial; unk). The patient visited the hospital due to dementia-like symptoms. The physician took an image and it was confirmed that the ventricles were enlarged again. The set pressure was changed and the ventricles did not shrink, therefore, obstruction was suspected and imaging was performed. As a result it seemed to be flowing by it has a poor flow. The patient had revision surgery due to not improving symptoms. The valve was replaced on (B)(6) 2021. No further information was provided by the hospital.